Event description:
It was reported that this right ventricular (rv) lead was suspected to be fractured since multiple repositions of the lead was made and the lead still not captured. An attempt to retract it for re-implantation was made, however, it was not retracted on fluoroscopy. When the lead taken out of the body, myocardial tissue was entangled. The physician removed the tissue, but the helix was sluggish. A new rv lead was successfully implanted in the body. No additional patient adverse effects were reported.